Event description:
Additional information was received from the manufacturing representative (rep). The rep stated that during surgery it was determined, per the surgeon, that the pump segment of the catheter was not producing adequate csf (cerebrospinal fluid) during aspiration. The surgeon opted to revise the pump catheter segment during the pump replacement to avoid possible revision surgery in the future. Adequate csf was drawn from the cap (catheter access port) of the new pump after the pump segment was revised and connected to the new pump. It was confirmed that csf flowed normally from the cap at the end of surgery. The cause for the lack of csf during aspiration was never determined. The facility declined to return the device as they did not feel the catheter could be cleaned of all human tissue / fluid from the catheter's inner tubing and they were not concerned as the results of the surgery were a success.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type catheter. H6: the device code has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2008 product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was no allegation of tissue inside the catheter. It was reported that the surgeon knew that the implanted catheter was several years old and wanted to replace the pump segment even though it wasn't confirmed to be defective in any way. It was stated that the surgeon just wanted to play it safe and not have to revisit the patient in the or.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-mar-2010, UDI#: (B)(4). The manufacturer¿s device registration system indicates that the catheter was revised on (B)(6) 2020, and the pump was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 540 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was brought in for observation dealing with possible withdrawal symptoms and a possible catheter revision. Pump telemetry on (B)(6) 2020 found no issues in the pump logs. The pump was functioning properly. On (B)(6) 2020 the physician opted for a 50 mcg bolus to see if it would help with the patient¿s withdrawal symptoms and was keeping the patient under observation for the next several hours. The issue was not resolved at the time of the report on (B)(6) 2020 and it was unknown if surgical intervention would occur. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.